Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system non-dehp minivolume extension set leaked after priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2024-05473. All information can be found under manufacturer report number 1416980-2024-05473. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report is a duplicate complaint. All information can be found in the referenced master complaint, (B)(4).